Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an unspecified bacterial infection. On unreported dates in the month prior to receipt of this report, the pt was hospitalized twice for the infection. Treatment was not reported. It was not reported whether the pt was diagnosed with peritonitis. Fifteen days prior to the receipt of this report, the pt was discharged from the hospital. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the first hospitalization was reported to be in (B)(6) 2013. The second hospitalization was around (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.